Manufacturer narrative:
(B)(4). The manufacturing record evaluation was performed and identified a non conformance, which was raised to address the event reported. The necessary actions have been taken to address the issue. Investigation summary: it was received for analysis an opened box with three unopened samples of product code v372, lot phbbcjq0. During the visual inspection of the box, a legend of "not for human use" at the artwork of the product could be observed, resulting in inappropriate information at the cardboard. However, the samples inside the box were reviewed and all the information was according to the requirements of the finished goods product.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. It was noted that the packaging read not for human use. There were no adverse patient consequences reported. Upon evaluation of the returned box, it was observed an inappropriate information at the cardboard.